Event description:
User facility reported via medwatch report (B)(4) reported that, "a piece of tibial resecting guide broke when used with mallet on pt's knee. All pieces were accounted for. The instrument was removed from operative field."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR at this time. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.